Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery was replaced. Additionally, not related to a reportable issue, the device's rubber feet and power cord retainer were missing and were replaced. The device was tested and passed all final testing.